Event description:
It was reported that guidewire entrapment occurred. The patient presented with vascular access failure and underwent vascular access intervention therapy. The 99% stenosed target lesion was located in a shunt in a mildly tortuous vessel. A 110cm, 8cm v-18 control wire guidewire was advanced. However, during repeated expansion, the balloon and guidewire got stuck around the hub. The device was removed together with the balloon and the procedure was completed. No patient complications nor injuries were reported.

Event description:
It was reported that guidewire entrapment occurred. The patient presented with vascular access failure and underwent vascular access intervention therapy. The 99% stenosed target lesion was located in a shunt in a mildly tortuous vessel. A 110cm, 8cm v-18 control wire guidewire was advanced. However, during repeated expansion, the balloon and guidewire got stuck around the hub. The device was removed together with the balloon and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned, and no damages were observed. The device was soaked in a saline solution in order to activate the coating on the distal section. When the coating was activated, no issues were identified in the distal tip coating. Microscopic inspection revealed no damages on the distal tip coating. Dimensional inspection of three sections (distal - medium - proximal) along the guidewire confirmed the dimensions were within specification.